Manufacturer narrative:
D2b: pro code (product code) : corrected to obj. The device was returned for analysis. Visual inspection revealed the imaging window was kinked. Due to residues preventing removing of the rotator and imaging core assembly, the device could not be inspected for imaging core windup. Visual and microscopic inspection revealed there was a catheter twist beginning 16.1 cm in the lap joint section. Microscopic inspection revealed the guidewire exit port was damaged. Impedance testing showed an electrical open at the proximal end of the catheter. X-ray imaging was performed, which found that the open circuit resulted from a broken coaxial cable; the break was between the 130 and 140 cm portion of the cable.

Event description:
Reportable based on device analysis completed on 20oct2023. It was reported that visualization issues occurred. Vascular access was obtained using an ipsilateral approach. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified right external iliac artery (eia). The opticross peripheral imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During delivery to the lesion, a lost image occurred, which made it impossible to check on the ivus screen. The device was removed, and the procedure continued with another of the same device. There were no patient complications reported. However, device analysis revealed catheter twist.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked. Due to residues preventing removing of the rotator and imaging core assembly, the device could not be inspected for imaging core windup. Visual and microscopic inspection revealed there was a catheter twist beginning 16.1 cm in the lap joint section. Microscopic inspection revealed the guidewire exit port was damaged. Impedance testing showed an electrical open at the proximal end of the catheter. X-ray imaging was performed, which found that the open circuit resulted from a broken coaxial cable; the break was between the130 and 140 cm portion of the cable.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. Vascular access was obtained using an ipsilateral approach. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified right external iliac artery (eia). The opticross peripheral imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During delivery to the lesion, a lost image occurred, which made it impossible to check on the ivus screen. The device was removed, and the procedure continued with another of the same device. There were no patient complications reported. However, device analysis revealed catheter twist.